Event description:
Caroff j, iacobucci m, rouchaud a, mihalea c, mota de carvalho f, erwin d jocson v, chalumeau v, da ros v, m king r, arslanian r, ikka l, ben achour n, moret j, spelle l. The occurrence of neointimal hyperplasia after flowdiverter implantation is associated with cardiovascular risks factors and the stent design.  Neurointervent surg 2019;11:610¿613. Doi:10.1136/neurintsurg-2018-014441 medtronic literature review found reported of neointimal hyperplasia in association with pipeline embolization device. The purpose of this article was to evaluate the factors potentially influencing the rates of neo-intimal hyperplasia (nih) following flow diverter stent treatment.  The authors reviewed 148 cases of patients treated for aneurysm(s) using the pipeline embolization device or silk stent. Of the 148 patients, for the pipeline group: the average age was 52 years, 83 % were female and 17 % were male. The total amount of patients dedicated to the pipeline study is unknown. Nih was positively correlated with smoking, dyslipidemia, and high blood pressure. Nih was not correlated to gender, age, or aneurysm characteristics. The article does not state any technical issues during use of the pipeline embolization device. The following intra- or post-procedural outcomes were noted: neo-intimal hyperplasia

Manufacturer narrative:
G2: citation: authors: caroff j, iacobucci m, rouchaud a, mihalea c, mota de carvalho f, erwin d jocson v, chalumeau v, da ros v, m king r, arslanian r, ikka l, ben achour n, moret j, spelle l. The occurrence of neointimal hyperplasia after flowdiverter implantation is associated with cardiovascular risks factors and the stent design. Neurointervent surg 11:610¿613 2019. Doi:10.1136/neurintsurg-2018-014441 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.